Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's blood glucose was between 300 mg/dl and 600 mg/dl during the past couple weeks due to no delivery alarms. The no delivery alarms were not resolved by changing the infusion set and reservoirs. The customer's most recent blood glucose was 400 mg/dl, which she treated via manual insulin injection. Troubleshooting was initiated for the no delivery alarm. A 5.0-unit fixed prime was performed and insulin exited the tubing. The customer was unable to test for site issues at this time, but she was advised that there may have been a possible site related issue or site/infusion set occlusion. The customer was advised to change the entire infusion set system. One infusion set will be returned and two replacement infusion sets and two replacement reservoirs will be shipped to the customer. The customer will also be sent two additional infusion sets of a longer cannula length to try to determine if that alleviates the no delivery issues.